Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the reported event occurred due to the failure of the pressure sensor inside the device. It is presumed that the sensor had trouble with the failure of the manufacturing process. This issue has been escalated per internal processes. The above device handling has warned in the instruction manual as follows. *some problems that appear to be malfunctions may be correctable by referring to section 7.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the device and send it to olympus for repair.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. When the user turned on the device, the device appeared an alarm at its display and it could not be canceled. There was no patient injury reported. By replacing the control board of the device, the device became to work normally. On (B)(6) 2019, the following information was provided. Immediately before the surgery, the event (the start-up failure) occurred. The user completed the operation with another device. Since replacement time was very short, no other impact.